Event description:
Device 1 of 3: reference MFR. Report#: 3006705815-2019-00475. Reference MFR. Report#: 1627487-2019-03215. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted. The patient's ipg has been added as a new device (device 3).

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2019-00475. Reference MFR. Report#: 1627487-2019-03215.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00475. It was reported the patient never received effective pain relief from the scs system. Reprogramming was unable to resolve the issue. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2019-00475. Reference MFR. Report#: 1627487-2019-03215.